Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited low pacing impedance. The lv lead was reprogrammed. The patient was in stable condition.